Event description:
The customer received a questionable ion selective electrode (ise) sodium result from their integra 800 analyzer. The patient's initial sodium result was 125 mmol/l accompanied by a data flag. The result was reported outside the laboratory and the physician questioned the result. On (B)(6) 2012, the sample was repeated on the same integra 800 analyzer and the result was 132 mmol/l accompanied by a data flag. On (B)(6) 2012, the sample was repeated in another integra 800, serial number (B)(4), and the result was 135 mmol/l accompanied by a data flag. The customer considered the 135 mmol/l to be correct; however neither repeat result was reported outside the laboratory. There were no adverse events. The sodium electrode lot number was 21512364 and the expiration date was 03/16/2012. The field service representative could not determine a cause. He checked the ise module and no problems were found with the module. The problem could have been with the sample as there were no other discrepant sodium results. The customer performed calibration and quality control with results within the customer's specifications.